Manufacturer narrative:
(B)(4).

Event description:
Complaint description: "the patient was catheterized on (B)(6) and when the PICC was retired on (B)(6) at 1:30am - it was noticed that the catheter had a rupture of approximately 20 cc between the bridge and the suture site".

Event description:
Complaint description: "the patient was catheterized on (B)(6) and when the PICC was retired on (B)(6) at 1:30am - it was noticed that the catheter had a rupture of approximately 20 cc between the bridge and the suture site".

Manufacturer narrative:
Qn# (B)(4). The customer returned one PICC set: 2-lumen 5 fr x 19-1/2" catheter for evaluation. Visual and microscopic examination of the catheter revealed a large hole in the catheter body. The hole was longitudinal along the catheter body and the catheter body material around the hole appeared stretched , waved, and thin when compared to the rest of the catheter body. The appearance is consistent with a rupture from excessive pressure. The hole in the catheter is located approximately 320-326 mm (6 mm in length) from the distal end of the juncture hub. The catheter body outer diameter and length from the distal end of the juncture hub were measured and were found to be within specification. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into each of the extension line hubs using a lab inventory 10ml syringe. Water was observed leaking from the hole in the catheter body when the distal and proximal extension line were pressurized. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques to mitigate the occurrence of damage to the catheter. It warns "to minimize the risk of pressure induced damage to catheter, do not expose to pressures above 50 psi. Common sources of potentially high pressure include: syringes smaller than 10cc used to irrigate or declot an occluded catheter". The IFU also states "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow, and that indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. The customer report of the catheter body rupturing in use was confirmed through visual/functional inspection of the returned sample. A hole was found in the catheter's body. The hole was longitudinal along the catheter body and the catheter body material around the hole appeared stretched, waved, and thin when compared to the rest of the catheter body. The appearance is consistent with a rupture from excessive pressure during use rather than a manufacturing defect. A device history record review for the catheter did not reveal any manufacturing related issues and the catheter met all relevant dimensional requirements. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.